Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned lead found no anomalies and it passed all electrical testing.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01344, 1627487-2020-03151. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.